Event description:
Consumer experience 2nd degree burn after wearing air-activated disposable warming patch. After 2 hours, she felt pain and removed the patch. Upon removal, her skin had darkened and some skin came off leaving a wound. She sought medical attention with her primary care doctor on (B)(6) 2015 and was prescribed silvadene. She returned for a follow up visit on (B)(6) 2015 and was prescribed amoxicillin to aid with the healing of her wound, which has begun to scab over.